Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called to obtain more information regarding an adverse event. The customer stated that he was treated by the paramedics due to low blood glucose levels earlier in the week. The customer didn't have to troubleshoot or answer further questions at the time of the call. Advised the customer to call back for troubleshooting at his convenience. Nothing further was reported.